Event description:
It was reported that on (B)(6)2020 , this was a planned percutaneous coronary intervention of both the left anterior descending (lad) coronary and ramus intermedius arteries with impella support due to severely depressed biventricular function. A non-abbott stent was implanted in the ramus. A prowater guide wire was used to deliver a corsair pro xs microcatheter however, the tip of the microcatheter became separated. Fluoroscopy was used to verify the tip was still on the guide wire. It was then attempted to snare the tip of the mircrocatheter with a 4mm gooseneck snare, but was unsuccessful. The lad was crossed and pre-dilatation was performed with an unspecified balloon. Shortly thereafter, abrupt hypotension occurred and a coronary perforation was suspected. A balloon was inflated to temporarily halt flow into the lad in order to stop the bleeding. Pericardiocentesis was attempted but was unsuccessful. The patient went into cardiac arrest and cardiopulmonary resuscitation was performed for 20 minutes with defibrillation and the patient was resuscitated. The angiogram showed a large thrombus burden in the left main artery. It was unclear if thrombus was the cause of acute decompensation or if it developed during prolonged resuscitative effort. Heparin and aspiration thrombectomy were performed with complete resolution of the thrombus. A dissection was made in the lad in order to cross the chronic total occluded (cto) lesion and was noted as expected without contrast extravasation or evidence of perforation. Intravascular ultrasound (ivus) was then performed and revealed possible plaque shift in the left circumflex (lcx) which was treated with a 3.0x38mm xience sierra stent. Due to persistent hypotension requiring medication, a repeat echocardiogram was performed and revealed enlarging pericardial effusion. Pericardiocentesis was performed with removal of about 500 cc fluid. Patient¿s hemodynamics improved transiently but remained tenuous and the pericardial drain continued to have significant output. Both a non-abbott stent and a 4.0x19mm graftmaster covered stent were implanted in overlapping fashion in the lcx and left main to intentionally exclude the lad in order to stop the bleeding given the unclear source of blood loss. After covered stent placement to stop the flow into the lad, the pericardial drain output slowed as expected. Due to persistent pericardial drain output, heparin effect was reversed with protamine 10 mg. Afterward, the pericardial drain output slowed even further. The patient was transferred to the cardiac care unit (ccu) in tenuous, critical condition. The patient expired the next day on 8/5/20 secondary to right ventricle laceration following withdrawal of care post procedure. It was noted the graftmaster did not cause the laceration. Subsequent to filing the initial report, the following additional information was provided: a confianza pro 12 guide wire was used to attempt to cross to the mid lad after the non-abbott stent was implanted in the ramus, but was unsuccessful. A percutaneous coronary intervention (pci) to the left anterior descending artery (lad) which was chronic total occluded (cto) was complicated by acute hypotension and pericardial effusion. During the procedure, the source of pericardial effusion was unclear. As such, the graftmaster stent was deployed in the left marginal (lm)/ left circumflex (lcx) to exclude the lad as a coronary artery perforation was suspected. However, there was no coronary artery perforation and a right ventricle (rv) laceration was determined to be the source of the pericardial effusion. The rv laceration was only identified when the patient was taken to surgery for emergent exploration. It was noted the prowater guide wire did not cause the laceration nor did it contribute to the adverse outcome of the procedure. No additional information was provided.

Manufacturer narrative:
Based on new information received there was no adverse patient effect or device malfunction related to this device; therefore, no investigation is needed. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.b5- case details updated with new information received. H6- 1802 and 2682 were removed and 2199 and 2993 were added. H6 results codes removed: 114 h6 results code added: 213 h6 conclusion codes removed: 4315, 22, 4311 h6 conclusion codes added: 67

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, this was a planned percutaneous coronary intervention of both the left anterior descending (lad) coronary and ramus intermedius arteries with impella support due to severely depressed biventricular function. A non-abbott stent was implanted in the ramus. A prowater guide wire was used to deliver a corsair pro xs microcatheter however, the tip of the microcatheter became separated. Fluoroscopy was used to verify the tip was still on the guide wire. It was then attempted to snare the tip of the microcatheter with a 4mm gooseneck snare, but was unsuccessful. The lad was crossed and pre-dilatation was performed with an unspecified balloon. Shortly thereafter, abrupt hypotension occurred and a coronary perforation was suspected. A balloon was inflated to temporarily halt flow into the lad in order to stop the bleeding. Pericardiocentesis was attempted but was unsuccessful. The patient went into cardiac arrest and cardiopulmonary resuscitation was performed for 20 minutes with defibrillation and the patient was resuscitated. The angiogram showed a large thrombus burden in the left main artery. It was unclear if thrombus was the cause of acute decompensation or if it developed during prolonged resuscitative effort. Heparin and aspiration thrombectomy were performed with complete resolution of the thrombus. A dissection was made in the lad in order to cross the chronic total occluded (cto) lesion and was noted as expected without contrast extravasation or evidence of perforation. Intravascular ultrasound (ivus) was then performed and revealed possible plaque shift in the left circumflex (lcx) which was treated with a 3.0x38mm xience sierra stent. Due to persistent hypotension requiring medication, a repeat echocardiogram was performed and revealed enlarging pericardial effusion. Pericardiocentesis was performed with removal of about 500 cc fluid. Patient¿s hemodynamics improved transiently but remained tenuous and the pericardial drain continued to have significant output. Both a non-abbott stent and a 4.0x19mm graftmaster covered stent were implanted in overlapping fashion in the lcx and left main to intentionally exclude the lad in order to stop the bleeding given the unclear source of blood loss. After covered stent placement to stop the flow into the lad, the pericardial drain output slowed as expected. Due to persistent pericardial drain output, heparin effect was reversed with protamine 10 mg. Afterward, the pericardial drain output slowed even further. The patient was transferred to the cardiac care unit (ccu) in tenuous, critical condition. The patient expired the next day on (B)(6) 2020 secondary to right ventricle laceration following withdrawal of care post procedure. It was noted the graftmaster did not cause the laceration. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility/device operates differently (failure to seal)/stent graft leak. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however; the outcome of death was not related to the graftmaster and mainly due to patient¿s disease burden and procedural complications. In addition, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Medical review stating: this was a planned case to treat known lesions in the left anterior descending artery (lad) and the ramus artery in a 72-y/o female with severely depressed biventricular function, and as such placed an impella left ventricular assist device prior to the interventional procedure. After appropriately seating the guide catheter in the left coronary artery, the physician proceeded to intervene on the ramus artery and placed a non-abbott drug eluting stent (des) stent. It was reported that a prowater guide wire and a corsair pro micro catheter were used and that the tip of the corsair pro became separated from the micro catheter and an unsuccessful attempt was made to snare the tip. However, it was not reported, nor is it clear, when this occurred. Did this complication occur prior to the non-abbott des stent deployment, during the ramus artery intervention or was the ramus being cannulated post stent placement as a safety/¿buddy¿ wire. The operator then proceeded to intervene on the lad. The lad was successfully crossed and pre-dilatation with an unspecified balloon, after an unsuccessful attempt to cross the lad lesion with a confianza pro 12 guide wire. Soon after the pre-dilatation, abrupt hypotension was noted, and a balloon was inflated to temporarily halt flow into the lad to stop the bleeding. It was not reported however, if a perforation was confirmed or in which artery this occlusion balloon was inflated, just that it was inflated to ¿halt flow¿ to the lad. It was also not reported how long this occlusion balloon was inflated for. Though a prolonged inflation of a balloon across the suspected lesion is the appropriate first line of treatment, subsequently it was reported that a pericardiocentesis was unsuccessfully attempted. The patient then went into cardiac arrest and cardiopulmonary resuscitation (CPR) was successful after 20 mins. However, post CPR and other resuscitation methods, an angiogram showed a large thrombus in the left main (lm) artery, the etiology of the thrombus is unknown. Medications were given to break up the thrombus, as well as an unknown aspiration thrombectomy technique. The thrombus was successfully resolved. The procedure continued with a successful, intentional dissection made in the lad to cross the chronic total occlusion (cto) lesion. Intravascular ultrasound (ivus) was used to image the left circumflex artery (lcx) and a plaque shift was noted. The lcx was treated with a 3.0 x 38mm xience sierra des stent. It was not reported what prompted the imaging of the lcx with ivus. The patient remained tenuous with persistent hypotension, requiring medication intervention, an echocardiogram was performed and showed the patient now presented with a pericardial effusion. Another pericardiocentesis was performed and 500ml of fluid was removed. The hemodynamics improved but remained tenuous and the pericardial drain continued to have significant output. A non-abbott covered stent and a 4.0x19mm graftmaster rx covered stent were placed in the lcx and the lm, in an overlapping fashion. The covered stents were placed to intentionally exclude the lad to stop the bleeding, as it was reported that the source of the bleeding was unclear. The output of the pericardial drain reportedly slowed post covered stent placement. The medication given earlier in the procedure, was reversed, with the expectation that the pericardial output would slow even further. The patient was transferred to a higher level of care unit and expired one day post procedure due to right ventricle laceration. The famly decided to withdraw consent for further medical care. No further information was provided. It was not reported what prompted the operator to image the lcx with ivus and then subsequently why the operator decided to place the covered stents in the lcx and lm, if the suspected bleeding source was unknown but thought to be from the lad. Perhaps if the cine films were available, a better understanding of what transpired during the procedure would be known. Patient died 1 day-post procedure due to right ventricular laceration secondary to perforation. The outcome of death was not related to graftmaster and mainly due to patient¿s disease burden and procedural complications.

Event description:
It was reported that on (B)(6) 2020, this was a planned percutaneous coronary intervention of both the left anterior descending (lad) coronary and ramus intermedius arteries with impella support due to severely depressed biventricular function. A non-abbott stent was implanted in the ramus. A prowater guide wire was used to deliver a corsair pro xs microcatheter however, the tip of the microcatheter became separated. Fluoroscopy was used to verify the tip was still on the guide wire. It was then attempted to snare the tip of the mircrocatheter with a 4mm gooseneck snare, but was unsuccessful. The lad was crossed and pre-dilatation was performed with an unspecified balloon. Shortly thereafter, abrupt hypotension occurred and a coronary perforation was suspected. A balloon was inflated to temporarily halt flow into the lad in order to stop the bleeding. Pericardiocentesis was attempted but was unsuccessful. The patient went into cardiac arrest and cardiopulmonary resuscitation was performed for 20 minutes with defibrillation and the patient was resuscitated. The angiogram showed a large thrombus burden in the left main artery. It was unclear if thrombus was the cause of acute decompensation or if it developed during prolonged resuscitative effort. Heparin and aspiration thrombectomy were performed with complete resolution of the thrombus. A dissection was made in the lad in order to cross the chronic total occluded (cto) lesion and was noted as expected without contrast extravasation or evidence of perforation. Intravascular ultrasound (ivus) was then performed and revealed possible plaque shift in the left circumflex (lcx) which was treated with a 3.0x38mm xience sierra stent. Due to persistent hypotension requiring medication, a repeat echocardiogram was performed and revealed enlarging pericardial effusion. Pericardiocentesis was performed with removal of about 500 cc fluid. Patient¿s hemodynamics improved transiently but remained tenuous and the pericardial drain continued to have significant output. Both a non-abbott stent and a 4.0x19mm graftmaster covered stent were implanted in overlapping fashion in the lcx and left main to intentionally exclude the lad in order to stop the bleeding given the unclear source of blood loss. After covered stent placement to stop the flow into the lad, the pericardial drain output slowed as expected. Due to persistent pericardial drain output, heparin effect was reversed with protamine 10 mg. Afterward, the pericardial drain output slowed even further. The patient was transferred to the cardiac care unit (ccu) in tenuous, critical condition. The patient expired the next day on 8/5/20 secondary to right ventricle laceration following withdrawal of care post procedure. It was noted the graftmaster did not cause the laceration. Subsequent to filing the initial report, the following additional information was provided: a confianza pro 12 guide wire was used to attempt to cross to the mid lad after the non-abbott stent was implanted in the ramus, but was unsuccessful. No additional information was provided.